Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The bag to ventilator switch was replaced. No report of patient involvement.

Event description:
The hospital reported that, during a preoperative checkout, the bag to ventilator switch was not functioning as expected. There was no report of patient involvement.